Event description:
Asr revision due to take place (B)(6) 2011. Asr xl acetabular system. Reason for revision : unknown. Update: date of revision confirmed as per email update received (B)(6) 2012.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision due to take place (B)(6) 2011. Asr xl acetabular system, reason for revision : unknown. Update: date of revision confirmed as per email update received 30 april 2012. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.